Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a ¿ medium was being used on (B)(6) 2024 during a laparoscopic hysterectomy and ¿green cervical cup melting and peeling when harmonic energy is applied during colpotomy. This occurs during each hyster where harmonic energy is utilized. The cup is not withstanding to the heat of the instrument. I have both pictures and videos of the cup if needed.¿. The ¿patient is fine¿. The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d1 has been updated from short description to brand name. Manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 reports, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: this device should be used only by surgeons trained in proper techniques for uterine surgery, diagnostic procedures, gynecological pelvic anatomy, and placement of intrauterine retracting instruments. Read and become familiar with all instructions, warnings and precautions in this package insert before using this device. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Update: a good faith attempt was completed, a phone call was placed and a voicemail was left, but no additional information has been obtained. The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a ¿ medium was being used on (B)(6) 2024 during a laparoscopic hysterectomy and ¿green cervical cup melting and peeling when harmonic energy is applied during colpotomy. This occurs during each hyster where harmonic energy is utilized. The cup is not withstanding to the heat of the instrument. I have both pictures and videos of the cup if needed.¿ the ¿patient is fine¿. The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.